Manufacturer narrative:
Product ID 3093-28, lot# va06ptm, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that it had been hard to get a clear definition of what issues were going on. Patient had been to the healthcare professional¿s (hcp) office 3-4 times since implant. Patient would get relief for a week and then would have to make changes to the settings. Prior to having stimulation, the patient would catheterize 4 times a day and the week prior to this report the patient only had to catheterize 2 times a day. It was noted that when the patient would get out of a chair the patient would feel a sensation to void. The therapy was helping some but the patient still had to push hard to get urine to come out. It was noted that this was an improvement over having to catheterize 4 times a day. Patient was concerned that he had to change programs so often and travel to hcp¿s office. It was later reported that since 2013 (B)(6), the patient had to catheterize every time he had to use the bathroom. Patient was going to visit hcp¿s office on 2013 (B)(6). Patient was on program 1 at 2.5v with lightning bolt. Settings were being changed every other week. It was noted, the patient would do well for 4-5 days and then all of a sudden it would stop working. Patient had tried different settings and different voltages. Stimulation was a slight tingling. It was noted that when the patient first got the implant, the patient had it up too high and it felt like it was going to rip him apart. There were no accidents or falls. Additional information requested but had not been received as of the date of this report.